Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: one photo was received by our quality team for investigation. Upon visual inspection, the photo shows a syringe with some of the scale print missing. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality team's investigation the root cause of the scale marking missing is related to the misalignment of the manufacturing equipment when the syringe is pressed into the printing pad. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Root cause description: missing print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. Rationale: based on the investigation conclusion, bd was able to confirm the detection and characterization of the condition reported by customer. The reported condition has been confirmed to be with the specified acceptable quality level defined in product specification. As a consequence, bd will not define corrective or preventative actions following the investigation of this complaint.

Event description:
It was reported that there were scale marking issues with a bd¿ luer-lok¿ syringes. The following information was provided by the initial reporter, translated from (B)(6) to english: one of the syringes came with defective scale marking.